Event description:
It was reported that during a wedge resection procedure, at the first firing, more than half of the staples were malformed and the cut line was complete. A new blue cartridge was loaded into the device and fired. However, the staples were not b-formed completely either. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.